Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The customer's most recent glucose reading was 138mg/dl, and she has treated with glucose tablets. Troubleshooting was performed. The customer stated that she woke up with her stomach wet at her site and the paramedics were called and took her to the hospital. Reviewed the basal rates and they were still programmed. The caller stated that she has been off the device for one month, and the insulin pump was skipping the display menu. Advised the caller that the device will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.